Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va01hrk, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had to have ins replaced in march (device registry notes (B)(4)), because ins was not working and was giving her problems of urinating.